Event description:
It was reported that a spectrum pump alarmed upstream occlusion twice while infusing emend and taxol. This contributed to longer infusion times and staff alarm fatigue. This also caused a distraction during medication set up as nurse must leave that task to attend to the alarms. The bag height was 24 inches. The event happened during patient infusion at the outpatient treatment facility. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.